Event description:
It was reported that, while troubleshooting tube select signals to the ht transformer, the field engineer's left hand grazed the fuse on the inverter assembly above the ht transformer, causing an electrical shock/burn to hand. The advantx generator has a plastic barrier that must be removed in order for the field engineer to contact this fuser. In addition, this barrier has two warning labels to use precautions when servicing energized equipment and two high voltage symbols.